Manufacturer narrative:
No further info is expected for this specific event, and the case is considered closed.

Event description:
Customer complaints blood leak during treatment. Blood flow rate, 113 ml/min, tmp, 119 mhg. The blood loss was about 3-4ml. No pt harm and no medical intervention was needed.